Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. CPR artifact contributed to the false detection. It was reported that the patient was in the hospital's physical therapy department and unconscious at the time of the event. The patient's nurse reported that the patient was treated by the lifevest, received 3 rounds of CPR and then regained consciousness. It was later reported by the hospital that the patient went into vt and wasn't treated and that CPR had to be performed. Per review of the downloaded software flag files and ECG data, the device detected an arrhythmia at 10:08:20 am on (B)(6) 2017. The ECG showed that the patient was in a sinus rhythm at 90 bpm with nsvt at 120 bpm. The detection sequence lasted 9 seconds and the patient was appropriately not treated. The device detected a second arrhythmia at 10:10:06 am. The ECG showed that the patient was in a polymorphic vt at 165 bpm and CPR artifact. After 13 seconds, the rate of the vt fell below the treatment threshold. A treatment was not delivered due to the low heart rate and the presence of the CPR artifact. The device detected a third arrhythmia at 10:11:31 am. The ECG showed CPR artifact. The patient was not treated. The device detected a fourth arrhythmia at 10:12:00 am. The ECG recording showed CPR artifact. The patient was treated at 10:13:51 am. The CPR artifact contributed to the false detection. The underlying rhythm at the time of the treatment was unknown due to the presence of CPR artifact. The post-shock rhythm was a sinus rhythm at 75 bpm. The patient survived the event and remained at the hospital. The patient continued use of the lifevest.